Event description:
It was reported that during post-operation device check, the patient's atrial leadless pacemaker (lp) was inappropriately sensing qrs complexes and inappropriately capturing the ventricle. It was determined that the lp had dislodged and migrated into the right ventricle. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of capture issues, device sensing issue, and device dislodgment were unconfirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. Longevity assessment was performed, and no device anomalies were able to be detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.